Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "catheter tip too soft and kinked" is not confirmed. Upon return, the iab had no visual bends, kinks or abnormalities. The iab passed all functional testing. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported that during insertion, after removing the catheter from tray, the cardiologist found the catheter tip too soft and kinked. As a result, intra-aortic balloon (iab) was replaced. There was no reported patient death, injury or complications. There was a report of delay/interruption in therapy but no harm caused to the patient. Medical/surgical intervention was not required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, after removing the catheter from tray, the cardiologist found the catheter tip too soft and kinked. As a result, intra-aortic balloon (iab) was replaced. There was no reported patient death, injury or complications. There was a report of delay/interruption in therapy but no harm caused to the patient. Medical/surgical intervention was not required.